Manufacturer narrative:
It was initially reported, the device's power management board and system board were replaced. Only the power management board was replaced, the system board. Was not replaced.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and system board were replaced to address the issues. The boards had evidence of thermal damage.